Event description:
It was reported that during an alif procedure - levels l4-l5, the tip of the trial spacer handle broke off in the trial spacer. All pieces were retrieved. The surgeon selected another trial spacer and handle as was able to complete the procedure with no further problem. This is report 1 of 2 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the trial spacer handle tip is broken off inside the trial spacer. Trial spacer was not returned. Only the broken shaft and the instrument 389.151 were received. This failure has not been replicated with the updated spindle assembly by product development while following proper technique described in the technique guide and training. An internal corrective action has been opened to address this issue. The spindle assembly that was broken and returned with this handle is not to the revised material. The spindle was made to an earlier revision than rev e. New handle print was released as a part of an internal corrective action at revision e. The new spindle assembly has multiple distinguishing marks, including the synthes logo on the knob and a part and lot number etched on the shaft. These markers provide visual cues of the design change on the spindle assembly to improve resistance to breakage, as part of the resolution to the internal corrective action. The returned device condition agrees with the complaint description. It is concluded that his complaint is valid. The manufacturing evaluation showed the device was returned with the spindle tip broken off. Approximately 3mm of thread remains on the shaft. The measurable dimensions are within print specification. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for this complaint (B)(4).